Manufacturer narrative:
Concomitant medical product: 419388 lead; 694865 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was suspected of undersensing. Additionally, the patient experienced diaphragmatic stimulation in the arm and chest which was suspected to be caused by the left ventricular (lv) lead. Both leads remain in use. No further patient complications have been reported as a result of this event.